Event description:
It was reported that during an arthroscopic shoulder procedure, the distal end of the super turbovac 90 arthrowand fell off while ablating during decompression. When the physician attempted to remove the tip with a grasper, the tip disintegrated. The majority of the fragments were removed, however, the physician is unaware if any fragments have been left inside the pt. There was a delay in the procedure of approximately 30 minutes. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age and gender have been requested but not received.